Manufacturer narrative:
H3: product analysis of pv-12-30-helix, lotno:b525444 found no damages or irregularities with the introducer sheath. The distal ~28.0cm of the concerto pusher was bent/kinked. The coin was found still against the lumen stop. The shield coil was undamaged. The implant coil was already detached and not returned for analysis. The retainer ring was found undamaged. The concerto device could not be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter, or tortuous anatomy. Customer reported devices were prepared per IFU. The likely cause could not be determined. The pusher was found kinked. Customer did not report any damages during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The implant was already detached. It is likely the severe kinking found on the distal pusher caused the coin to temporarily exit the lumen stop, detaching the implant coil. As the implant coil was not returned for analysis, any contribution of the implant coil towards the detachment could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was being used as per the IFU but the coil could not be inserted into the microcatheter. A new medtronic product used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the catheter was not a medtronic device.